Event description:
Meter name: basic, strip name: one touch. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: fatigue. A pt reported getting control message after taking pt's blood test. Their meter allegedly would prompt the message control next to result. The result on their meter, 39 control. There were no other tests performed and no comparisons done. Treatment was insulin.